Event description:
Patient reported "implant is stiff and has groove," granulomas, "capsulitis," and implants "are bad and got old".

Manufacturer narrative:
Additional, changed, or corrected data: a.2, b.3, b.5, d.7, g.1, g.3, h.6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The events of lymphoma alcl-suspected, lump/nodule, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is lymphoma alcl-suspected, lump/nodule, and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "nodular lesion in the prosthetic capsule," folds, "periprosthetic fluid," and "diagnoses of anaplastic large cell lymphoma associated with breast implants should be considered." A biopsy has not been performed and markers have not been provided. The device remains implanted.

Event description:
Patient additionally reported that a healthcare professional noted on explantation "the implant was not flexible, soft, quite the contrary, rigid, very fibrous and with grooves on its surface", ¿biopsy finding of chronic lymphoplasmacytic capsulitis¿ and "one of its faces is violet gray and the other face is irregular and violet¿. The patient experienced "an imminent risk to health and integrity¿.

Manufacturer narrative:
Additional information from the physician confirmed that the event of lymphoma is not occurring.